Manufacturer narrative:
Our quality engineer inspected the 2 samples submitted for evaluation. The reported issue of catheter kink/ bent was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. The notch located on the front of the cannula tip is part of the design to allow the clinician to identify more quickly that they have inserted the catheter into the blood vessel. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
There is a crack near the tip of the cannula needle (batch 5064983) which makes it more difficult to cannulate very small vessels, as when the needle is retracted inside the respective sheath, the sheath becomes crinkled (there is no evidence of the same crack in the g 26 cannula needles with batch 2083811p63) - the sharp flute-shaped tip is smaller, making it difficult to visually detect refluction of blood in the sheath.